Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient reports being unable to turn up his programs, getting error message of ¿cannot provide desired settings¿.  Patient stated going through all the programs with no success and reported no falls/accidents. Impedance check reveals electrode 8 at 40000, ¿do not use¿. Moved electrode configurations to avoid electrode 8. The issue was resolved. No symptoms/patient complications reported.